Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, a fenestrated bipolar forceps instrument stopped moving during the surgery, so it was removed and inspected, determining that the pulleys were broken, so it is replaced with backup instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use and damage was found to the wrist pulleys. The surgeon was suturing the surgical mesh when the issue occurred. There were no collisions with other instruments or arms. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.